Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional narrative: baxter received one sample for evaluation. Ruptured condition confirmed. Visual examination of the sample confirmed a ruptured bladder in a non-footed position. A tier ii (B)(4) was initiated to address the root cause investigation of the bladder rupture issue. A batch review was conducted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (B)(4) sv 2.5 infusor device had ruptured during patient use. According to the report, the device was filled with 5-fluorouracil and normal saline. There was no patient injury or medical intervention reported. No additional information is available.